Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. No manufacturing issues were experienced during the production of these products. At the plunger rod labeler equipment, we have an inspection for stopper separation; all inspections were accepted. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the 10 ml bd posiflush¿ normal saline syringe has been found experiencing six occurrences of the stopper separating from the plunger before use. The following has been provided by the initial reporter: on august 14, 2019, six 10ml flush were found in the same package, and the plunger rod and stopper were separated. Three of them were peeled off when they were used. The other three were found to be off when not in use, and the connection was not tight.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 10 ml bd posiflush¿ normal saline syringe has been found experiencing six occurrences of the stopper separating from the plunger before use. The following has been provided by the initial reporter: on (B)(6) 2019, six 10 ml flush were found in the same package, and the plunger rod and stopper were separated. Three of them were peeled off when they were used. The other three were found to be off when not in use, and the connection was not tight.